Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The manufacturing date and expiration date of the lead are not available. (B)(4).

Event description:
It was reported that the patient experienced bradycardia and that a lead fracture was identified during a routine remote monitor transmission. The lead was capped and replaced. No patient complications have been reported as a result of this event.